Manufacturer narrative:
The investigation determined the root cause is related to a pre-analytical handling issue.

Manufacturer narrative:
Performance check testing has been performed on the analyzer. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of frequent questionable results affecting both qc and patient results. The initial reporter provided the elecsys tsh assay data for 1 patient tested on a cobas 6000 e 601 module that was discrepant. The initial tsh result was 0.032 miu/l with a repeat result of 7.16 miu/l. The questionable result was not reported outside of the laboratory. There was no allegation of an adverse event. The tsh reagent lot was 387796 with an expiration date that was requested but not provided.